Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The device was returned detached and the guide wire was within a dispenser coil. The lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was returned detached. The proximal contact wire was intact. The coil delivery wire was kinked/bent. The distal tip was found to be intact. The main coil was manually detached. The main coil was stretched. The main coil was kinked/bent. The suture was intact. No other anomalies were noted. Functional inspection was unable to be carried out as the main coil was detached, however the reported events confirmed during analysis are consistent with the event. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the delivery wire & main coil was found kinked/bent. Also, coil was stretched and prematurely detached. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the coil becoming kinked/stretched in the micro catheter and eventually detached when trying to remove. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as reported and analyzed events will be assigned procedural factors. An assignable cause of handling damage will be assigned to the analyzed coil delivery wire kinked/bent as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
It was reported that during the procedure, big resistance was encountered when the subject coil was being delivered through the micro catheter and it could not be advanced out. The operator tried to pull and push the subject coil several times and detachment zone fractured and the subject coil was left in the micro catheter inside the patient anatomy. The physician withdrew the subject coil out of the patient anatomy together with the micro catheter. The coil was pushed out of the micro catheter with a guide wire slowly. Then the micro catheter and guide wire were used to insert a new coil and finish the procedure successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, big resistance was encountered when the subject coil was being delivered through the micro catheter and it could not be advanced out. The operator tried to pull and push the subject coil several times and detachment zone fractured and the subject coil was left in the micro catheter inside the patient anatomy. The physician withdrew the subject coil out of the patient anatomy together with the micro catheter. The coil was pushed out of the micro catheter with a guide wire slowly. Then the micro catheter and guide wire were used to insert a new coil and finish the procedure successfully. No clinical consequences were reported to the patient due to this event.